Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis treatment (tx) on 1550 device. After 3 hours of tx, pt showed "a reaction of muscular contraction." Hcp stopped tx and administered oxygen. A study of arterial blood gases found a ph of 7.58 and bicarbonate of 38.2, revealing pt was alkalotic. Hcp administered ammonium chloride (4.3 g/m2 of corporal surface) and tx was completed using a concentrated solution of acetate in place of bicarbonate.